Event description:
It was reported that the customer experienced occlusion alarms. There was no adverse impact to the customer's blood glucose level. System check was started with tandem technical support (tts), however, customer declined to complete the check. Reportedly the customer was using humalog u-500 insulin. Tandem clinical support informed customer that humalog u-500 is off-label per the user guide. The customer changed pump supplies as needed and resumed insulin therapy.